Event description:
It was reported by the rep the device was used during a stereotactic breast biopsy. It was reported the physician deployed clip (c1530) and sheared off end of deployment mechanism. Retrieved clip but left sheared end of mechanism in pt. The pt agreed to leave it in the breast. There was no consequence to the pt.